Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to damaged/leak. The transfer set was visually inspected and noted that the spike was bent inward. No other visual defects were noted. The reported condition was confirmed for damage/leak. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) that a spike of a transfer set was bent and leakage occurred from the tubing. The customer reported that an unfamiliar noise occurred from the clean flash spiking device while the transfer set was being connected to the yume set. The customer further reported that the spike was not connected when the lid of the clean flash was opened. There was no patient injury or medical intervention.